Event description:
It was reported that externalization was observed on the right ventricular (rv) lead. The rv lead was capped and replaced. Further details were requested but were not available.

Manufacturer narrative:
This report is a duplicate. The product was already reported in manufacturer report number 2017865-2023-24275. Please retract this report # 2017865-2023-24299.

Event description:
New information received notes this report is a duplicate. The product was already reported in manufacturer report number 2017865-2023-24275. Please retract this report number 2017865-2023-24299.